Event description:
In 2006, the pt underwent a low anterior resection (distance from anal verge: 4 cm) secondary to colorectal cancer. Bioabsorbable seamguard was utilized to form an anastomosis in tissues which had ungergone high dose irradiation prior to resection. No complications were noted at the time of surgery. The pt had a leak which was repaired via a second surgery. The physician does not attribute the leak to the bioabsorbable seamguard. The pt is reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork has not been completed.